Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report#1627487-2018-04845, reference MFR report#1627487-2018-05294, reference MFR report#1627487-2018-05297. It was reported the patient (B)(6) was experiencing ineffective therapy from the drg system and high impedances were noted on a lead contact. As a result, surgical intervention was undertaken wherein 2 leads at l4 vertebral level were explanted and replaced and 2 new leads were implanted at l3 vertebral level. Issue of ineffective stimulation was resolved with lead revision. Additionally, l5 leads were turned off due to ineffective therapy and unable to be explanted.